Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient hasn't used the device in over 6 months. The patient attempted to recharge the day prior to the report and was unable to do so. The patient saw the reposition antenna screen. The patient last had stimulation 6 months or more ago. The last successful recharge was also 6 months or more ago. The patient was meeting with a rep in the future to be reprogrammed. No further complications were reported. Additional information was received from the patient. The patient's battery was determined to be in a deep sleep/over-discharged state. No further complications are anticipated. The patient has not used his stimulator and it hasn't worked in years. Additional information was reported that the reason for call was the manufacturing representative (rep) said patient hasn't recharged 2-3 years. Rep tried 4 physician recharge mode yesterday, but device never came out of over-discharge. Technical services(ts) sent rep MRI guideline with eligibility form. Troubleshooting was not required. The issue was not resolved through troubleshooting. It was reported that there are no further actions planned to try and resolve over-discharge. It was noted that they are trying to proceed with the MRI.